Manufacturer narrative:
The problem was discovered by testing retained samples of test devices from batch 682-024 to investigate complaints. Two complaints have been received about lots distributed in another countries that contain the same batch number of pouched devices (682-024)as in kit lot number px018a. Testing commenced in january 2007 using characterised plasma samples of known d-dimer concentrations to test retained test devices. Retained product was also assessed using another quality control test - an antigen test - used during product release testing. Various tests were performed over several days to ascertain the depth of the problem. Plasma samples used in the routine qc release testing were tested on four occasions. The routine qc release panel contains plasmas with a range of d-dimer concentrations including weak samples close to the cut-off. All plasma samples below should test positive. Testing conclusion: quality control release panel testing, characterized sample testing and antigen testing performed on retained 682-024 showed a loss in sensitivity compared to the sensitivity when the product was initially released for sale. This testing indicates that lots in the field containing pouches would not be meeting specification.

Event description:
Clearview simplify d-dimer invitro diagnostic test kits. Laboratory user reported negative / weak results with lot in question compared to a different lot of the same product and compared to another manufacturer's test. Manufacturer's assessment of retained product confirmed the laboratory users observation. Product is exhibiting a decrease in sensitivity. Qualitative results may be affected around the cut-off of the assay. False negatives are possible or low-level d-dimer samples, which may incorrectly influence the clinical diagnostic decision.